Manufacturer narrative:
Pc-(B)(4). Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2018 through (B)(4) 2018.

Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period april 1, 2018 through may 31, 2018 supplemental 01 - attachment: [06-30-2018 ftl supplemental 01.xlsx]

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2018 through may 31, 2018. Total number of events ¿ 61. Proceed multi-layer laminate mesh - 0; prolene polypropylene mesh - 53; prolene soft polypropylene mesh - 3; ultrapro mesh - 4; vicryl polyglactin 910 mesh ¿ 1.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic sacrohysteropexy and a vaginal repair on (B)(6) 2014 and mesh was implanted. It is reported that the patient has undergone additional procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 2/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2018 through may 31, 2018.

Manufacturer narrative:
Date sent to FDA: 06/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2018 through may 31, 2018.

Manufacturer narrative:
Date sent to FDA: 4/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2018 through may 31, 2018.

Manufacturer narrative:
Date sent to the FDA: 10/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2018 through may 31, 2018.

Manufacturer narrative:
Date sent to FDA: 02/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2018 through may 31, 2018.

Manufacturer narrative:
Date sent to FDA: 12/27/2018 ethicon MDR summary reporting exemption e2013037 reporting period april 1, 2018 through may 31, 2018 supplemental 03 - attachment: [06-30-2018 ftl supplemental 03.xlsx]